Event description:
Caller states the patient tested hi (greater than 600 mg/dl) and 568mg/dl on the advantage system and 110mg/dl on a comparison lab. All results obtained within 10 minutes. No adverse event reported. No treatment information provided. Requested return of suspect system and replacement was sent.